Event description:
The customer reported being hospitalized due to hyperglycemia. The blood glucose reading was over 600mg/dl. The customer stated that his glucose level did not drop, and the insulin pump alarmed no delivery. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and the insulin did not exit. The customer was not willing to keep testing and requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.